Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred on an ak 96 machine during hemodialysis therapy. The patient experienced a decrease in blood pressure, dizziness, and palpitation. Therapy was discontinued and the patient was weighed and found that "the ultrafiltration was excessive". After fluid supplementation, the patient "returned to normal". No additional information is available.

Manufacturer narrative:
Additional information: b6, b7, h6, h11. H11: the device was not received for evaluation; however, it was reported that the device was evaluated by a non-baxter qualified technician. The device inspection result suggested to replace the uf-cell. No leakage observed, and "no fluid filtrated" was mentioned. The reported condition was not verified. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.